Event description:
The user received several glucose results for one patient on an accuchek inform that do not match the results from the lab. The results on the modular were: (B) (6) 2009 at 13:40 was 28.0 mmol per l; (B) (6) 2009 at 4:54 was 1.2 mmol per l; (B) (6) 2009 at 5:51 was 7.3 mmol per l; (B) (6) 2009 at 7:13 was 5.8 mmol per l; (B) (6) 2009 at 8:51 was 8.2 mmol per l. The results on the accuchek inform were: (B) (6) 2009 at 15:00 was 31 mmol per l; (B) (6) 2009 at 4:30 was 22.6 mmol per l; (B) (6) 2009 at 5:40 was 14.3 mmol per l; (B) (6) 2009 at 8:30 was 24.6 mmol per l. After the initial result of 28 mmol per l, the patient was given insulin and placed in the ICU. On the morning of (B) (6) 2009, when the result from the accuchek inform came out at 22.6 mmol per l, they were going to administer more insulin when they received confirmation from the lab that the result was in fact 1.2 mmol per l.

Manufacturer narrative:
No information was provided to determine which results were considered erroneous. No information was provided to determine which results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.